Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that during use in emergency, the catheter was found occluded. As a result, the catheter was successfully flushed with saline and remained in use. There was no reported delay, death, or complications to the patient as a result of this occurrence.